Event description:
The facility returned the device for service. During service the baxter repair technician noted under-delivery on the channel a pump head module. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of under-delivery on the channel a pump head module was confirmed and it was due to a faulty pump head module. The channel a pump head module was replaced. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%.